Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4) there was the possibility that the reported phenomenon might be attributed to the breakage of the subject device due to the external force being applied to the distal end by the user handling. The external force might be attributed to insertion or withdrawing the subject device with excessive force into the endoscope during probe rotation and/or the endoscope angulation. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus korea, it was found that the ultrasonic propagation fluid medium leaked from the subject device due to the breakage of the insertion tube. There was no report of patient injury associated with the event.